Event description:
The manufacturer received information alleging a ventilator's active exhalation test failed. The device was not in patient use. The device has not been returned to the third-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
H3 other text : (B)(4).

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an anomaly in a super capacitor or charging unit, had been recorded. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.